Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. As a result, new patients and new orders failed to cross over. The customer noticed that the screen displayed disconnected mode and critical override mode indicating a possible connection problem. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer instructed the user on properly plugging the ethernet cable into the correct ethernet port, as it had been mistakenly connected to the helmer ethernet. Once corrected, the disconnected mode and critical override mode disappeared. However, five new patients still did not cross over. Subsequently, a product support engineer verified that there were no issues with device uploads or downloads. Later, the technical support specialist contacted the customer to confirm that all orders and patient entries were now crossing successfully. The system functioned as intended after the field service engineer and the technical support specialist troubleshot the device.